Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the motordrive unit was returned for analysis with an erased serial number label. During analysis of the returned device, the problem could not be reproduced as indicated in the original complaint. However as secondary, the unit stopped, loose the image and give monitor error when the lemo cable is moved. The unit did not meet specifications for mdu-5 qc functional test due to defective lemo cable. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review of ilab confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2015-02234 and 2134265-2015-02314. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci) procedure, an ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro imaging catheter to view unspecified target lesion. However, it was noted that the atlantis¿ sr pro imaging catheter could not perform automatic pullback. The imaging catheter was replaced with another of the same device but the same problem occurred. Subsequently, the motor drive unit (md5) was replaced with a new md5 and the new atlantis¿ sr pro imaging catheter was able to perform pullback and provided a clear image. No patient complications were reported and the patient's status is stable.

Event description:
Same case as 2134265-2015-02234 and 2134265-2015-02314. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci) procedure, an ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro imaging catheter to view unspecified target lesion. However, it was noted that the atlantis¿ sr pro imaging catheter could not perform automatic pullback. The imaging catheter was replaced with another of the same device but the same problem occurred. Subsequently, the motor drive unit (md5) was replaced with a new md5 and the new atlantis¿ sr pro imaging catheter was able to perform pullback and provided a clear image. No patient complications were reported and the patient's status is stable.